Event description:
Upon attempt to remove an amorphsis tissue from left ureter retrieving basket broke. Lower pronged portion of basket retained in left ureter. Boston scientific 1.9fr x 120 zero tip nitinol stone retrieval basket lot #26717770, exp 01/29/2023 ref# (B)(4). Large 4-5cm soft tissue mass left renal pelvis, left 1.5cm renal stone lower pole. Soft tissue mass was soft and difficult to remove. Basket got stuck within mass. The basket broke inside of the soft tissue mass. Was unable to remove nitinol portion of the basket looped around the soft tissue mass. There was a proximal left ureteral injury, suspect from the sheath, therefore procedure was ended with left jj stent placement. FDA safety report ID # (B)(4).